Event description:
It was reported that during the implant procedure, it was difficult to insert the lead in the pulse generator connector. The device measured high lead impedances. After multiple attempts the lead was inserted in the connector and impedances were measured within range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.